Manufacturer narrative:
(B)(6)2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Didn't cause any pain or injuries [no adverse event] metal bit came off the toothbrush - oral-b [device breakage] head of the toothbrush, as the gap is much bigger than another toothbrush/head wobbles - oral-b [device connection issue] case narrative: male consumer via phone stated that a metal bit came off of the oral-b io7 toothbrush, but did not cause any pain or injuries. No injury was reported. 18-aug-2023 follow up via e-mail: the consumer stated that something was wrong with the oral-b toothbrush head of the toothbrush, as the gap was much bigger than another oral-b toothbrush of the same model. No injury was reported. 24-oct-2023 case update from information initially received on 18-sep-2023: the suspect product lot was a226 22:19. No injury was reported.

Event description:
Didn't cause any pain or injuries [no adverse event] . Metal bit came off the toothbrush - oral-b [device breakage] . Head of the toothbrush, as the gap is much bigger than another toothbrush/head wobbles - oral-b [device connection issue] . Case narrative: male consumer via phone stated that a metal bit came off of the oral-b io7 toothbrush, but did not cause any pain or injuries. No injury was reported. 18-aug-2023 follow up via e-mail: the consumer stated that something was wrong with the oral-b toothbrush head of the toothbrush, as the gap was much bigger than another oral-b toothbrush of the same model. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.